Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. This case has been upgraded to medically serious by gsk. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream ((B)(4)). In 1997, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve damage, zinc toxicity, walking instability, unsteady on standing, tingling of extremity, burning of extremities, numbness of extremities, weakness, and joint pain. Treatment with super poligrip (formulation unk) was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage, resulting in symptoms that include unsteadiness when walking or standing, tingling, burning and numbness in legs, feet and hands, weakness and joint pain." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Follow up info was received on (B)(4) 2011, via medical records (parts illegible). On (B)(6) 2008, diagnoses medical history included right knee bursitis, right partial anterior cruciate ligament degenerative tear, and degenerative tear of the medial and lateral menisci. On (B)(6) 2009, the pt was diagnosed with resolved prepatellar bursitis. On (B)(6) 2010, the pt complained of right knee pain and was diagnosed with right degenerative joint disease with prior anterior cruciate ligament (acl) tear and meniscal injury. On (B)(6) 2010, it was noted the pt had been using poligrip (formulation unk) denture cream since 1997 daily and was concerned about zinc toxicity. The pt had seen an ad on television. The pt complained of bilateral shoulder/arms/forearms/fingers/hands/upper chest/thighs/knees/legs/feet numbness, tingling, and intermittent weakness. Impression included possible sensory polyneuropathy. The pt's copper level was 150 ug/dl (normal 70 to 155) and zinc level was 90 (normal 60 to 130 ug/dl). On (B)(6) 2010, impression included possible sensory polyneuropathy secondary to degenerative joint disease (djd).